Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient faced infusion set occlusion issue event on (B)(6) 2026.the blood glucose level was 506 mg/dl and the patient was treated with correction injection via multiple daily injection. The insertion site was abdomen. The event occurred within three hours of insertion. The patient changed soft cannula infusion set only and resumed insulin. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.